Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ blueline. The label from the device was peeling off. The issue was confirmed by a photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles peeling off from the device could be a source of contamination. It was established that when the issue occurred, the device did not meet its specification and it contributed to the event as the label shouldn¿t peel off. The provided information did not indicate that the device was or was not being used for patient treatment when the event took place. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported malfunction has never lead to serious injury or worse. Subject matter expert investigated the issue of label peeling. The most likely root cause of the label peeling off is repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents. Therefore, the root cause of the issue is user related. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additonal information will be provided upon results of investigation. H3 other text : device not returned to manufacturer

Event description:
On 29th december, 2020 getinge became aware of an issue with blue light. According to photographic evidence provided, the labelling peeling from the device occurred. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.